Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery issue. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer biomedical engineer (bme) informed the remote service engineer (rse) that they wanted onsite service by a field service engineer (fse). On (B)(6) 2024, the philips fse spoke with the customer bme, who requested an evaluation of the device and a replacement power management (pm) printed circuit board assembly (pcba).

Manufacturer narrative:
The field service engineer (fse) performed testing on the internal backup battery. The battery passed all testing, with no errors or issues being found by the fse. The fse determined that the ventilator is ready for use.